Event description:
On (B)(4) 2012, customer reported a leak under the flowcell of the lh780 instrument, and stated that the instrument was not giving differential results. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the leak in the differential mixing module. Fse replaced the differential sample and waste lines and verified instrument operations. No further leaks were reported.

Manufacturer narrative:
(B)(4).